Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient faced infusion set issue event on (B)(6) 2026 as the patient did not verify the position of the introducer needle before insertion and the patient was experienced high blood glucose levels and treated with correction bolus via pump.